Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. Patient was treated on (B)(6) 2017 for the reported events. On (B)(6) 2017 the patient was recovered. There have been no other complaints reported in the lot number. Additional information is not expected. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority employee reported that following an intraocular lens (iol) implant procedure, a patient experienced a serious foreign body discomfort in the eye. It was reported the procedure was slightly difficult. The event was treated with topical antibiotics, eye ointment and promoting cornea and conjunctiva-growth eye drops. The patient recovered. Additional information is not expected.